Event description:
As reported, the white tube tip of a 6/7f mynx control vascular closure device (vcd) was cracked after failing to enter an unknown sheath, so manual compression was executed to complete the hemostasis. There was no reported patient injury. The procedure was diagnostic and performed using a retrograde approach. The deployer was mynx certified. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and vessel diameter was verified to be greater than or equal to 5 mm. There was little or no vessel tortuosity and little or no presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved using manual compression for greater than 30 minutes. The sheath was not kinked or bent upon removal, no visible bend or damage was observed at the distal end of the balloon shaft after removal, and no excess force was applied during insertion. The device was removed from the packaging in accordance with instructions for use. The device is being returned for evaluation. Addendum: the sealant was found partially exposed from the sealant sleeves on product evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.